Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21463. The pt received two scs leads with the same lot number. It was reported the pt experienced pain and over-stimulation at the ipg site. Diagnostics indicated several low impedance contacts. X-rays confirmed one of the pt's leads had migrated around the ipg site. Reprogramming was unsuccessful. Surgical intervention will take place to address the issue.